Event description:
(B)(6), registered nurse at md office, reports curlin pump red time out error yesterday. Patient infused octagam successfully via gravity. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if patient missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Unknown if device available for return. Octagam indication: myasthenia gravis without (acute) exacerbation. No further info/details or dates available.